Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not turn on. The biomed was unclear if the device was on a patient at the time of the incident, however; since device would not turn on, then it was not in use at the time of the reported issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer informed that the unit would not turn on and the light-emitting diodes (leds) were not illuminated either. The rse informed him to try a good power cord and a good internal battery to start the troubleshooting. Then test the ac going into the power supply and then the dc coming out of the power supply going to the power management (pm) printed circuit board assembly (pcba). The customer tried a different battery and the unit power on. He was not seeing any ac power, so it was recommended to replace the power supply. The customer will order a power supply to repair the unit. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.